Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed through the fa16may2006 letter.

Manufacturer narrative:
Returned meter (B)(4) was tested with retained test strips lot number 1001525. The complaint did not confirm and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.